Manufacturer narrative:
Visual inspection performed by r&d department. The visual inspection confirmed the breakage of the tip of the pin. Signs of damage/wear are clearly visible on the external surface of the pin: since the pin was used in combination with efficiency plastic guides, probably the damage is attributable to previous uses with metal guides. The spiral signs of damage are compatible with the friction of the pin against a metal body. We may suppose that the pin was already damaged before the surgery and probably wasn't in perfect condition to be used during a new surgery.

Manufacturer narrative:
Batch review performed on 17 jun 2025. (B)(4) items manufactured and released on 04-apr-2023. No anomalies found related to the problem. To date, no similar events have been reported on the same lot during the period of review. Clinical evaluation performed by clinical affairs director. During primary tka surgery, a drill bit breaks inside the bone and needs retrieval through a small opening in the bone. The consequences of this event are most likely negligible; probably they can be reduced to a legthening of the surgery time. The causes cannot be determined with certainty, it is likely that some excessive bending stress was applied, unless the instrument was already damaged at surgery start.

Event description:
The surgeon found that the tip of drill pin was fractured after removing the pin from myknee femoral cutting block. The surgeon confirmed from the fluoroscopy images that the broken pin tip remained inside the bone. A small opening was made in the femur, and the pin fragment was removed. The surgery was completed successfully. Total surgery time was 2.5 hours, the delay time was 30-40 minutes.